Event description:
Sudden fainting [syncope], vomiting [vomiting], shaking - entire body [tremor], swollen face [swelling face], disoriented [disorientation], bright redness - face [erythema], tampon had been in place for an unknown amount of time [device misuse], foul odor from vaginal area [vaginal odour]. Case description: an adult female consumer reported that she visited an emergency room on (B)(6) 2015 for symptoms of sudden fainting, shaking of her entire body, vomiting, bright redness and swelling of her face, and disorientation. She was treated with an unspecified oral antiemetic, intravenous fluids, and morphine, and was discharged from the ER. On (B)(6) 2015, the consumer discovered a tampax cardboard open ended tampon that had been in place for an unknown amount of time. She had not been aware of the tampon, and reported a foul odor from the vaginal area. She stated she felt better than she did prior to the ER visit. The fainting, shaking, and disorientation had stopped but other symptoms still remained. The consumer had an episode of vomiting on (B)(6) 2015 while reporting her experience, and requested an ambulance to be dispatched to her location. The overall case outcome was improved. No further information was provided.

Manufacturer narrative:
No lot number or product was provided by the reporter.